Event description:
Pt reported on 2 separate occasions of infusion pump occlusion alarm sounding and infusion stopped. No solution appeared to be going through tubing at site into catheter connection. Problem resolved with new set used on both counts.